Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise lead to pacing inhibition. Other electrical measurements were in range. The lead was explanted and replaced successfully. The patient was in stable condition post operation.